Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure the physician chose not to perform continuous flush of the sheath. At the end of the procedure, the physician attempted to flush the sheath and was unable to. The device was removed and it was observed that a thrombus came out of the device. The procedure was already complete when the issue occurred. It was confirmed by a transesophageal echo that there were no thrombus in the heart. No interventions were reported to treat the event. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was visually inspected upon return. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. Tears by the center slit of the internal hemostatic valve were found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath.

Event description:
It was reported that a patient experienced a thrombosis. During a pulsed field ablation (pfa) procedure a faradrive was selected for use. During the procedure the physician chose not to perform continuous flush of the sheath. At the end of the procedure, the physician attempted to flush the sheath and was unable to. The device was removed and it was observed that a thrombus came out of the device. The procedure was already complete when the issue occurred. It was confirmed by a transesophageal echo that there were no thrombus in the heart. No interventions were reported to treat the event. The device is expected to return for analysis.